Manufacturer narrative:
(B)(4). Neuropace confirmed the ecog and impedance data are suggestive of a potential lead break. The explanted product was not returned to neuropace for analysis.

Event description:
During a patient ecog review on (B)(6) 2025, signal artifact was observed on the left hippocampal depth lead, indicative of a lead break. The lead was replaced on (B)(6) 2025.